Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a retained capsule which was not dropping off after one month and have to be removed. There was no reported patient outcome.